Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during implant of this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead, a blip was observed intermittently on electrograms (egms) 600-700 milliseconds after an intrinsic beat that was oversensed by the device. Boston scientific technical services (ts) discussed the potential for air bubbles in the lead port and recommended removing the lead and re-inserting into the device header. The rv lead was removed from the header and then reinserted and egms were clear after that. The no adverse patient effects were reported. Available information indicates that this product was implanted and remains in service.